Event description:
Potential for injury associated with the tilt actuator hesitating and suddenly stopping on a tdxsp-mcg power chair this could eventually lead to the user becoming stranded in a tilt position..